Manufacturer narrative:
Patient two (2) was a (B)(6) male. Patient demographics, such as date of birth and weight, were not provided. Beckman coulter (bec) customer technical support (cts) advised the customer to perform a system check. The customer performed a system check which failed. The customer made fresh system check solution, fresh clean solution, loaded fresh substrate and changed the aspirate probes. The customer repeated the system check which failed. The customer declined further troubleshooting and noted they would contact their bio med service engineer to replace the peristaltic pump tubing and aspirate probes. The customer was contacted for additional information and the customer declined to provide information pertaining to what the bio med service did to correct the problem. In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction although, no one single component can be identified as the sole contributor.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay, for two (2) patients on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the samples on the same access 2 immunoassay system obtained elevated results, above the normal reference range of the assay. The customer repeat tested the samples on an alternate access 2 immunoassay system (serial number not provided) and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 results were reported outside the laboratory. The customer was unaware of any change or impact to patient care or treatment. Access accutni+3 quality control (qc) was within the customer's established limits prior to the reported event. The customer obtained a failing system check and failing qc for several assays after the reported event. Samples are collected in lithium heparin gel separator tubes. Samples are centrifuged at an unknown speed for five (5) minutes at room temperature. The customer did not note sample integrity issues.